Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an issue with label placement led to tubes being underfilled. The following information was provided by the initial reporter: customer reported an inconsistency in the labels position that may cause confusion on draw volumes. Customer reports they have detected incidents of underfill tubes, because the position of the label changes, causing a miss understating on which is the fill line on the tubes. The underfill was caused due to an error during blood collection, however customer would like to get an investigation about the inconsistency on the position of the label from one lot to another.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an issue with label placement led to tubes being underfilled. The following information was provided by the initial reporter: customer reported an inconsistency in the labels position that may cause confusion on draw volumes. Customer reports they have detected incidents of underfill tubes, because the position of the label changes, causing a miss understating on which is the fill line on the tubes. The underfill was caused due to an error during blood collection, however customer would like to get an investigation about the inconsistency on the position of the label from one lot to another.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for labeling position inconsistency with the incident lot was not observed. There is no fill line on this tube label. Per specification, the tube label shall be low enough that the top of the label does not cover the closure and high enough that the bottom of the label is above the curved portion of the tube bottom. The product was labeled per the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode labeling position inconsistency. Bd was not able to identify a root cause for the indicated failure mode.